Event description:
A malfunction on the pump was reported by the caller, and no notable events occurred prior to the malfunction. It is unknown if the issue caused the customer's blood glucose level to exceed 500 mg/dl. Technical support provided information to reset the pump and assisted the caller in doing so, after which the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the malfunction code appeared again.